Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3, h6: a medtronic representative went to the site to perform a system check out and they found the system functioned as intended. No problems were detected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy during the case. The advanced accuracy testing and the registration of the patient passed without issue. However, while drilling the first trajectory, the patient jumped. Confirming the trajectory, the surgeon stated that the system was about 7 mm off target in the medial direction. The manufacturer representative verified accuracy of the system and it showed to be accurate. The site performed a re-registration of the patient. However, when sending the arm to the trajectory on l4, the surgeon alleged that the system was still 7 mm inaccurate. The surgeon decided to abort the guidance system and continue with navigation instead. After the representative removed the system from the or, they found the advanced accuracy test to pass and that the shoulder calibration was good. The error was due to user planning. There was no patient harm or delay reported.